Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer received a compromised forced sensor alarm during priming. The customer's blood glucose was 185 mg/dl. The caller stated that insulin pump was not dropped or bumped and that the insulin would "squirt" out during prime. She also mentioned that the drive support cap was normal. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to confirm compromised force sensor system alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, and cracked lcd window.